Manufacturer narrative:
(B)(4). "Dexcom was made aware on 03/09/2017 that on (B)(6) 2017 the sensor wire was missing."

Event description:
Dexcom was made aware on 03/09/2017 that on (B)(6) 2017 the sensor wire was detached. The sensor wire was returned for evaluation. A visual inspection was performed and the sensor wire is still attached to the housing puck on the sensor pod. The customer complaint was not confirmed because the sensor wire is not detached from the housing puck or sensor pod. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.